Manufacturer narrative:
(B)(4), follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review could not be performed as the lot involved in this incident was unknown. Based on the available information, we cannot identify a root cause at this time. Should you experience any issues with our product, examination of the device may provide clarification as to the cause of the reported failure. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
It was reported: customer experienced disconnection from drainage line, no pt harm. Event description per attached email states: tubing torn off.   At 4:00pm on (B)(6) 2021 spoke with customer, it was more of a vacuum issue, experienced during the installation process, air escaping, tubing came off - asked about clamp inplace? Yes - they proceeded to take another bottle out of box and it installed perfectly - have not received replacement yet from edge park- left my contact info if they have not received replacements by friday. At 2:00pm on (B)(6) 2021 - spoke to customer again to clarify where tubing came off - drainage line disconnected during the drainage process from the bottle.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported: customer experienced disconnection from drainage line no patient harm. Event description per attached email states: tubing torn off.   4:00pm 20apr2021 spoke with customer, it was more of a vacuum issue, experienced during the installation process, air escaping, tubing came off - asked about clamp inplace? Yes - they proceeded to take another bottle out of box and it installed perfectly - have not received replacement yet from edge park- left my contact info if they have not received replacements by friday. 2:00pm. 21apr2021 - spoke to customer again to clarify where tubing came off - drainage line disconnected during the drainage process from the bottle.